Event description:
Aortic stenosis the patient was planned for a tavr (transcatheter aortic valve replacement) as described in the cardiac surgery op note. When we were consulted, the patient had a 20-french access in the right groin and a 6-french access on the left. The undeployed valve and balloon were in the infrarenal aorta over a 0.035 stiff wire. Several attempts were made to try to engulf the valve and balloon mechanism in a larger sheath, up to a 24-french sheath size. However, because of some defects in the device, we were unable to re-sheath the valve and the balloon mechanism. After discussion with the cardiac and cardiology team, we agreed on a plan to extract the valve and the balloon from the right groin access. Prior to doing so, we ensured that we had good access bilaterally. On the left, we upsized to an 8-french sheath through which we advanced a 0.035 supra core wire. We then double stuck the left common femoral artery in order to have access for an aortic occlusion balloon. The left common femoral artery was accessed under ultrasound guidance with a 19-gauge needle and a wire was advanced. A 5-french sheath was advanced over the wire. Then, orthogonal perclose devices were placed in the second access and that access was upsized to an 11-french sheath. A q50 balloon was advanced over a wire into the infrarenal aorta through the 11-french sheath. We then buddy wired a supra core wire through the 24-french sheath on the right, so that there would be wire access along the right iliac system once the device had been extracted. We then made an oblique incision in the right groin for open access to the right common femoral artery. We obtained proximal control with an umbilical tape in the distal external iliac artery, and we obtained distal control around the distal common femoral artery, distal to the access site. Once we had good access in both groins, we proceeded to extract the valve, balloon catheter, and the sheath as a unit. The aortic occlusion balloon was inflated to maintain some hemostasis. The valve, the sheath, the balloon and the wire were withdrawn into the right common iliac artery. The whole unit was extracted from the right femoral artery. The sheath was removed; however, the valve caused the right iliac artery to be intussuscepted upon itself. We were able to ligate the hypogastric artery on the right. Then, essentially the entire right iliac artery was extracted along with the valve and the balloon deployment mechanism. The iliac artery was transected, and the entire device was removed. Then, using the wire access that was remaining on the right and the established wire access on the left, we advanced kissing 11x79 mm vbx stents into the aorta. The kissing stents were inflated simultaneously. Once we had the kissing balloons bilaterally on the right, we extended with another 11 mm vbx and a 10 mm viabahn, which was extended such that it extended out into the groin on the right. The plan was to sew end-to-end from the viabahn to the distal common femoral artery. At this point, however, the patient was persistently hypotensive. He lost a perfusing rhythm and required chest compressions. This was despite having aortic balloon occlusion; and therefore, we suspected that the patient may have had an aortic rupture from either a leak around the kissing stents or the occluding balloon. Since the patient was hemodynamically unstable, we performed an urgent laparotomy. Manufacturer response for edwards balloon 29mm, edwards sapien (per site reporter): unknown.